Event description:
Was concerned about heart condition after previous heart surgery about 16 years previously. Went to (B)(6) for tests. First was test with radiation looking for problems. I forgot what it is called. Second was the treadmill stress test. Having other problem affecting my legs this I quickly requested the treadmill be stopped which was refused. After the treadmill was "stopped" a glitch was seen in the EKG that stop a quick jump in heartrate. He was diagnosed as a heart attack. I certainly didn't feel good but still believe that the heart surgery with stents inserted was unnecessary. A chair and a chance to relax could have prevented this entire incident. I can't remember exactly what happened after that until I was being loaded into an ambulance and transported to (B)(6). I was conscious for the ride and was still somewhat awake when arriving at (B)(6). There I was asked to sign some paper which I must have before I passed out. The next I knew I awoke in some type of machine then passed out again. The next I knew I was in a hospital room and was advised that two stents had been inserted in my arteries without my knowledge or consent. Ever since these stents have been inserted I have not been able to do any physical activity or get emotionally upset without ending up with chest pain. I just recently learned that one in four patients that receive stents end up with chest pain. I am one of those victims. It seems to me that the stents used may not have allowed for my physical size and the size of my arteries. Plus being made of metal they cannot expand the way an artery does. Thereby that using a stent to clear a blockage can effectively create a blockage by this lack of its ability to expand. Therefore causing pain. I prefer living in the real world therefore I avoid using painkillers except for aspirin and tylenol. I am certain the day will arrive when all the pain I have to endure will come to an end. The combination of my age and state of health guarantees that. This entire incident never had to happen.